Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was found deceased two days after the date of death. The body was taken to the emergency department and the "device was evaluated for arrhythmia's. Interrogation revealed there were non-sustained episodes in the ventricular tachycardiazone¿ and the battery reached recommended replacement time eleven days prior to death. It was also reported that prior to this event the ¿patient went to the doctor four days after the alarm was going off for the battery.¿ it was confirmed it needed to be replaced and the patient was scheduled for replacement thirteen days after the alarm was heard. A stress test and consultation prior to device replacement was under consideration; however, the ¿day before the follow up appointment the patient went into ventricular fibrillation and they were never able to get the heart started again.¿ a request for the cause of death was made, but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.